Event description:
Reporter noted difficulty with "avgfi" and irrigation flow. Switched to gravity and completed case. Also noted inadvertent power pole movement. Switched to gravity pole then priming wouldn't stop and red stop sign appeared. No pt injury occurred.